Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had leaking during the filling insulin inside normal use. The customer's blood glucose level was 204 mg/dl. Customer stated that insulin leak at second o-ring. Customer stated that the fluid in the insulin pump. Troubleshooting was performed for leak. The reservoir will not be returned for analysis.